Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time. Not returned to manufacture.

Event description:
The patient reported symptoms of headaches, fatigue, blisters on the lips and mouth, photosensitivity, numbness of the tongue, taste buds changed, chest pain, muscle spasms and swollen lips. The patient reported visiting a general physician, dermatologist and an optometrist to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently doing fine. The treating doctor did not consider the event was serious or life threatening to the patient.